Event description:
It was reported that, during a thr surgery, the threads of one (1) cs/csl/geradschaft-plus extract.screw m6 broke off. It is unknown whether the event happened during internal or external use to patient and if there was a delay as consequence of this allegation; therefore, it is unknown the patient current health status.

Manufacturer narrative:
Additional information: d4, h4 h3, h6: it was reported that, during a thr surgery, one cs/csl/geradschaft-plus extract.screw m6 broke. It is unknown whether the event happened during internal or external use to patient and if there was a delay as consequence of this allegation; therefore, it is unknown the patient current health status. Upon visual inspection, it can be confirmed that the thread of the device is broken off. Further signs of use are visible. The production documentation of the returned device was reviewed, however there were no deviations found. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Four additional complaints were reported for the batch in scope. The failure mode and the severity are covered through smith and nephew¿s risk management files. The root cause is attributed to a design issue. A new design of the device has been released in order to reduce the reoccurrence of this issue. This version of the device will be monitored for similar issues. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product. No further escalation is required. Please note that according to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. To date, based on the available information, the need for further actions is not indicated. Smith and nephew will monitor the devices for further similar issues. The returned device will be discarded. B5.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a thr surgery, two (2) cs/csl/geradschaft-plus extract.screw m6 broke. It is unknown whether the event happened during internal or external use to patient and if there was a delay as consequence of this allegation; therefore, it is unknown the patient current health status.

Manufacturer narrative:
H3, h6: it was reported that, during a thr surgery, two (2) cs/csl/geradschaft-plus extract.screw m6 broke. It is unknown whether the event happened during internal or external use to patient and if there was a delay as consequence of this allegation; therefore, it is unknown the patient current health status. The device intended for use in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted, and the reported failure mode could not independently be confirmed. The batch number of this device was not communicated and a review of the batch record could not be conducted. A complaint history review was performed, the complaint is in line with the current risk management file. Review of past corrective actions was performed. No further escalation is required. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be receive.